Event description:
Information received indicates during a preventive maintenance check, the technician found the ground resistance reading on the bed was high.

Manufacturer narrative:
The technician found the bottom plate was loose, causing an inconsistent ground. He tightened the four screws that secure the plate to repair the bed.